Manufacturer narrative:
(B)(4). After several requests no additional information were submitted therefore no investigation could be performed. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
Ref.: # (B)(4). Customer ref.: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The customer stated that the hcu40 displayed the error message "water flow low". Additional information: there were no patient involved the incident occurred during cleaning cycle. (B)(4).